Manufacturer narrative:
The cartridge instructions for use states: "replace the cartridge every 48 hours if using humalog" no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer¿s blood glucose (bg) level was not impacted due to the battery issue. Review of the pump data logs showed the pump battery depleted from 100% to 45% within one day. Reportedly the customer had an alternate pump for insulin therapy. In addition, the customer was experiencing an elevated bg level of 317 (mg/dl). A bolus via the pump was delivered to address bg level the cause of the elevated bg level was unknown. Reportedly, the customer had been using the cartridge with humalog insulin for four days. Tandem technical support informed the customer that humalog was labeled for 48 hour use with the cartridge.